Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that crack was found at the back of the insulin pump. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.